Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber was not returned to fisher & paykel healthcare (f&p) (B)(4) for evaluation. Our investigation is based on the information provided by the customer and the knowledge of our product. No photograph of the complaint device was provided. The facility reported that the subject mr290 chamber had a water leak from the chamber base prior to use on a patient. Due to the nature of this device there are several possible failures that could manifest themselves in the reported event. Without the return of the complaint device we were unable to determine if the device had a malfunction which could have caused or contributed to the reported event, or determine the cause for the reported event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks, and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The subject chamber would have met the required specification at the time of production. The user instructions that accompany the mr290 humidification chamber states the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported that a mr290v vented humidification chamber was leaking water. There were no reported patient involvement.